Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "displays alarm: device error - submit to a technical check." There was no reported patient involvement.